Event description:
Customer reported receiving a failed battery test alarm on the insulin pump. Customer stated that the batteries were only lasting a week and he did not receive a low battery alarm before a failed batter. Self test was performed and passed. Troubleshooting was performed and the failed battery test alarm was resolved. Customer's blood glucose reading at the time of the call was 89 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm, off no power alarm, low battery alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.